Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the flex circuit was worn out which caused an e8-e9 error codes and low rpm's. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the motor device had an e9 error code. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.